Event description:
It was reported the patient fell recently. As a result, the patient is experiencing pain and overstimulation at the ipg site. The patient reported she experienced the pain and overstimulation with her scs system turned on and turned off. The patient plans to undergo surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.